Event description:
It was reported that the device was explanted due to an unknown product performance issue. A new device was implanted successfully. No adverse patient effects reported.

Manufacturer narrative:
This report contains additional information in field b5.

Event description:
It was reported that the device was explanted due to an unknown product performance issue. A new device was implanted successfully. Information was later received from the field that this device did not have any any allegations, it had reached elective replacement indicator (eri) battery status and was replaced. No adverse patient effects reported.